Event description:
Information received notes that the device exhibited dashes (---) for parameters and back-up operation. Further information received notes that the patient expired from cardiac arrest on january 27th, 2001. The patient had been pacemaker dependent since an av node ablation procedure.